Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The lead was returned to the manufacturer from a competitor with no information. Information identified in the manufacture's data base indicated the patient is deceases and died six years after implant of the lead. The lead was analyzed and tested out of specification. A cause of death was requested and not received.